Manufacturer narrative:
The manufacturer previously reported information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop throat and stomach lesions. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. New information was provided to section g3.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging and caused a patient to develop throat and stomach leisons related to a bipap device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 21, 2024, and section h11 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having nasal/throat irritation or soreness and blood cancer. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section h1 was changed from serious injury.to malfunction. Section h6 health effects - impact code was corrected.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop throat and stomach lesions. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.